Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, a caster was found to have broken off the navigation cart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, a caster was found to have broken off the navigation cart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.